Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting and functional testing with the customer biomed. The module was disassembled and it was found that the speaker cable was disconnected. Reconnecting the cable restored the sound, and the error message disappeared. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the speaker cable had become disconnected during service. The issue was resolved by reconnecting the speaker cable and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on and intellivue x3 patient monitor indicating that after performing service on the device, an error message was displayed indicating speaker equipment fault and no sound is produced. The device was not in use on patient at time of event, there was no adverse event reported.